Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Inspection of the fluid path found no issues that would prevent the device from delivering insulin. Damage was found on the slide retract and the formed needle, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract. No other damages or manufacturing deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 305 mg/dl while wearing the pod between 4 and 24 hours, while wearing it on the leg. For treatment, the patient changed out the pod for a new pod.